Event description:
It is reported that the electric dermatome handpiece made an abnormal noise, it had a damaged head assembly and the device had issue with adjust thickness. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 02/2002 and has not been returned to zimmer surgical for service in eight years. Evaluation of the device observed major scratches to the leading edge of the head. The thickness control lever and reciprocating arm were of an older style. The control bar was worn. The control bar was flush with the master blade but the motor speed could not be tested as the device did not operate. Corrosion was observed on the motor casing, and the switch passed continuity testing. Prior to repair, the device was outside of calibration specification only at the zero thickness setting. Repair of the device included replacement of the control bar, head, motor, and all standard repair parts. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor casing, which likely damaged the interior of the motor over time. Lack of preventative maintenance by the customer likely caused damage to the motor over time, which most likely caused intermittent operation of the motor. In addition, lack of preventative maintenance and improper handling likely caused the damage of the head and control bar. The device was serviced and returned to the customer.